Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Caller stated the patient programmer (pp) was not working. Caller stated she was seeing the poor communication screen. The confirmed the antenna was secure and sync with ins and the issue was not resolved. It was reported they did not think their device was working after she broken her hip. It was noted the patient was transferred to patient services. There were no further complications that have been reported as a result of this event.